Event description:
Litigation papers allege: after his implant surgery, patient began to suffer abnormal symptoms including, but not necessarily limited to, hip and leg pain, metallic taste, groin pain, bilateral knee pain, abdominal pain, and other ailments that began to affect patients ability to perform his activities of daily living, excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.